Event description:
It was reported that towards the end of the lap right hemicolectomy, the surgeon noticed a piece of white plastic in the otomy. It was the tissue pad from the jaws of the device. The surgery was completed without incident with another device.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.